Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported that during treatment an external blood leak occurred. The leak was visually observed from the header cap of the dialyzer because the tech did not tighten the header cap tight enough. Test strips were not used to confirm. Estimated blood loss to the patient was 2cc. The patient had no adverse effects & no medical intervention was required. The patient completed treatment w/a new set-up. Sample has not been returned to MFR.

Manufacturer narrative:
The reported complaint of a dialyzer blood leak is not confirmed. A complaint sample has not been received for manufacturer evaluation. A definitive conclusion regarding the compliant incident cannot be reached without physical examination of the complaint sample. An investigation of the manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.